Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported that there was no fluid to air exchange during a vitrectomy procedure. The staff replaced the product with another and the procedure was completed. There was no injury to the patient. The product was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed; this was the first complaint for the finish goods lot and first for this issue. The device history record showed the product was released per specifications. Only the cassette was returned for evaluation, the auto infusion manifold was not returned. The customer reported no fluid/air exchange, therefore without the infusion manifold, functional testing of the auto infusion valve could not be performed. Used lab stock components to replace the missing items and continued testing of the returned cassette. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No system message code was generated during testing. Fluid flowed from balances salt solution to the drain bag without any interfering. Cleaning process was able to be performed after functional test had completed. The suspect product was not returned with the cassette, as such, the root cause could not be verified with the returned cassette. The cassette and infusion manifold work together to perform their functions. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the suspect component was not returned. (B)(4).